Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Unactivated device returned in a blister tray inside the product carton. The lock-out assembly is in place. The lens is present in the lens bay. The lever is moving freely and the plunger is not advancing. The device is taken apart for further evaluation. The canister is fully punctured. Krytox is observed on the canister neck. No damage observed to o-rings. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated; the device activated with no issues. The root cause for the reported complaint is deemed to be manufacturing related (the faulty sub-assembly is supplied by alcon's vendor in bray). The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implantation procedure, the lens became blocked in the injector; there was no impact to the patient. Additional information was requested